Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review, a product evaluation, and a complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation that during an endoscopic retrograde cholangeopancreatography (ercp) using a hydratome rx sphincterotome on a female patient, the "cutting wire broke". The physician successfully completed the procedure with another hydratome rx sphincterotome device. The patient's condition was reported as "fine".